Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the "no breath" alarm is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the tubing going from the manifold to the hepa filter was pinched. When the unit was moved or touched the pinch in the tubing would make the system think a breath was being taken. This in turn was causing the problem , which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the "no breath" alarm is not working.